Event description:
It was reported that during an oral surgical procedure, saline leaked out of the device. The saline appeared dark in color and did come into contact with the surgical site. The surgical site was cleaned and the procedure was completed successfully with another device. There have been no reported adverse consequences and no reports of additional treatment needed as a result of the event.

Manufacturer narrative:
The irrigation cassette has been received at the MFR for testing. The investigation confirmed the initial complaint after a punctured area was observed in the unit cassette tube (silicone tubing). The possible root causes for this puncture could be the cassette tube (silicone) being damaged by the wear and rubbing against the roller process or pressure build up.